Manufacturer narrative:
The reported incident that cannulated screw asnis iii ø4.0x55mm tl18.5mm was alleged of issue s-140 (manufacturing/shipping related) could be confirmed. Based on investigation, the root cause was attributed to a manufacturing related issue. The failure was caused by a non correct visual inspection after the overwrapping. It has been seen that between the outer surface of the carton box and the overwrapping, there is a black fiber. The visual inspection shows that most likely it is not a hair. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported by the nurse that a "human" hair was inside the plastic sealed outer box, not inside the sterile implant box containing the asnis screw. The screw was discarded and not implanted. The hair has not been located. On further questioning the nurse was unsure if the screw was inside the sealed sterile pack or inside the screw box.

Event description:
It was reported by the nurse that a "human" hair was inside the plastic sealed outer box, not inside the sterile implant box containing the asnis screw. The screw was discarded and not implanted. The hair has not been located. On further questioning the nurse was unsure if the screw was inside the sealed sterile pack or inside the screw box.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.